Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic, de novo lesion was located in the non-calcified and moderately tortuous left anterior descending artery. Access was obtained through the radial artery. The physician advanced the 2.5x15mm apex balloon to the lesion and on the first inflation, inflated the balloon to 6atms and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a non-bsc balloon and the deployment of a non-bsc stent. Pt status is reported as "good."

Manufacturer narrative:
(B)(6): 18 years or older. It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).